Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support provided assistance by supplying pump reset information and guiding the caller through resetting the pump. No recurrence of the malfunction code was observed following the reset, allowing the customer to continue using the pump. The caller was advised to report if the malfunction code appeared again and acknowledged this instruction.